Event description:
It was reported that the bd smartsite¿ extension set experienced difficulty toto disconnect device. The following information was provided by the initial reporter: there was a massive recall from 2021 indicating difficulty in opening the needle free connection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-jul-2023. H6: investigation summary: two samples of item number 20059e were submitted for quality investigation. The customer complaint of needle free connection issues could not be verified by inspection and testing. The samples submitted were visually examined for any damages to the components. No damages were identified during the visual inspection. The samples where then connected to a needle free syringe filled with water and a flush was attempted on the sample. The connection between the needle free syringe and extension set did not show any signs of leakage and there was no occlusion of flow. No further issues were identified during evaluation. A device history record review for model 20059e lot number 22119362 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was not determined because the reported failure could not be replicated with the sample submitted.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ extension set experienced difficulty to disconnect device. The following information was provided by the initial reporter: there was a massive recall from 2021 indicating difficulty in opening the needle free connection.